Event description:
Boston scientific received information that this device exhibited noise as well as varied impedance measurements going high as well as low. Once some hospital equipment was turned off in the room, all measurements returned to normal.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.